Manufacturer narrative:
(B)(4).

Event description:
Procedure: vats. According to the reporter: there were no staples in the reload when fired. Used another stapler resulting in tissue loss. No reinforcement material used in this case.